Event description:
It was reported that the metal brace on the left arm of a powered wheelchair broke off while going down a ramp and the user fell out of the chair and hit his head. The severity of the head injury is unknown. Additional information was requested, but is not available at this time.